Event description:
It was reported that: "on (B)(6) 2026, the doctor found cuff leakage when doing testing before using on patient. Change new tube.".

Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage was confirmed upon investigation of the returned sample. The customer returned one actual sample without its original packaging for investigation. Based on visual inspection and functional test of the actual returned sample, no defect was observed on sample and no problem found on sample returned. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, no issues were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2026, the doctor found cuff leakage when doing testing before using on patient. Change new tube."